Event description:
Initial report stated that an ICU pt had neosynephrine infusing. The nurse noticed that the systolic bp dropped to 80 mmhg. When the door of the pump was opened, the nurse found the IV tubing collapsed. The investigation is ongoing. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR.